Event description:
While onsite to service the ventilator, the manufacturer's service technician noted diagnostic codes in the ventilator's log history indicating an oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The customer did not report the occurrence during any previous usage, and reported the ventilator was not in use when it occurred. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician was unable to duplicate any occurrence of the finding. Applicable testing was performed and all testing passed per operating specifications.